Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 45 mg/dl. The customer continued to use the pump for insulin therapy and a replacement pump was sent. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.